Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report. Initially, this complaint was submitted as a reportable malfunction conservatively. However, upon further review, this is being corrected to a non-reportable event. The initial medwatch reported that there were irregularities in the appearance of the gastrointestinal videoscope's adhesive on the bending section and the scope had internal channel damage; however; per the legal manufacturer, these issues are not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. There were scrape marks on the instrument channel and the bending section cover glue was cracked. Other evaluation findings are as follows: there were minor scratches in the plastic distal end cover; and the light guide lens had a chip on cement. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there were irregularities in the appearance of the gastrointestinal videoscope's adhesive on the bending section. It was noted that sealant was needed between the bending section and the insertion tube. Customer also noted that the scope had an internal channel damage. This was found during reprocessing and there was no report of patient harm.